Event description:
Customer states that during the night, the spirit combo insulin pump switched off suddenly without giving any alarm, sound, or vibration and when she woke up she had high blood glucose. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.